Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys. Corrections included performing sys reboot and software installation. Communication was reestablished. Sys was tested to factory's specifications.